Event description:
It was reported the pt was receiving effective stimulation coverage for her legs and feet, however, she was only receiving intermittent coverage for her back pain. The pt was reprogrammed multiple times but it would dissipate over time. Alternative therapies may be utilized to address the pt's back pain.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.